Event description:
The device results was 293mg/dl and he dosed insulin then passed out. He came to on his own and did not seek treatment. The device was replaced and requested to be returned for evaluation.